Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Pending device return for evaluation. Internal complaint # (B)(4).

Event description:
Prometra ii pump 20ml was explanted for volume discrepancies with underinfusion. Sometime prior to (B)(6) 2019: patient experiences a lack of pain relief. (B)(6) 2019: patient is seen for a cap study, in which the catheter was found to be patent. (B)(6) 2019: patient is seen for a volume check, in which there was not volume discrepancy observed. (B)(6) 2019: patient is seen and the following volume discrepancy was observed: expected volume: 4 mls. Returned volume: 8 mls. (B)(6) 2019: patient is seen and the following volume discrepancy was observed: expected volume: 2.4 mls. Returned volume: 18 mls. The medication, concentration, daily dose, and flow mode for this patient are unknown. However, there are no reported medication, concentration, or flow mode changes. There were not any reported mris, falls or traumas, indications that the patient attempted to access their pump, or pump migrations or movement. It is reported that the patient has a full flowonix catheter and that the flowonix refill kits were not used when accessing the patient's pump. It was reported that the patient does not use a ptc and that the same hcp accessed the pump at each occasion. It was reported that there were not any issues observed during the pump implant procedure. It was reported that the patient did experience weight loss, in that the patient lost 50 pounds in the past several months. Patient reported to feel withdrawal symptoms. (B)(6) 2020: a flowonix pump was explanted and replaced.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Visual inspection of the pump confirmed the unit is missing the rubber cannula, and the metal connection for the cannula from the cap appears to be bent. Engineering was unable to push air or sterile water for injection through the cap, and an attempt to prime failed. The cap and suture ring were removed, and a second decontamination of the pump was performed. Without the cap, functional analysis of the pump confirmed the pump successfully primed and flowed at a 93% efficiency, which is within specification. A second attempt to push air and sterile water through the cap septum after the second decontamination was successful. The root cause for the alleged issue couldn't be confirmed, but it was determined to be likely due to an occlusion in the cap. The root cause for the missing cannula, and the bent cannula input is likely due to user inadvertent damage. Internal complaint number: (B)(4).